Event description:
The customer reported, the power button was broken. No pt injury.

Manufacturer narrative:
The service rep replaced the c-arm's missing skin spacer asm during the service call. The system is working as intended.